Event description:
It was reported by the customer that a pyxis medstation es system drawer was missing a magnet. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognizing when it was closed because the magnet had fallen out. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.